Manufacturer narrative:
(B) (4). (B) (4). Based on the inspection criteria, the device being returned outside the tray and the presence of blood in the device, the most probable root cause for the partial deployment is due to incorrect technique/procedures. No manufacturing or quality inspection issue was detected. A review of the history records for this device did not produce any findings relevant to the investigation. Eval summary: eval of the returned device found it was partially deployed through step 2. The exchange sheath was not attached to the clip applier and was not returned. Although the report source indicated there was no pt involvement, blood was present in the device indicating the device may have been introduced into the tissue tract. The plunger had been depressed with the #2 visible in the window opening the vessel locator wings. The depressed plunger and opened vessel locator wing without the exchange sheath attached to the clip applier is not consistent with the deployment steps. During testing, the device was reset and a proxy exchange sheath was attached to the clip applier and the device was fully clip deployed. Once the exchange sheath has been connected to the clip applier, it can only be removed by opening the device. Also, the exchange sheath is not designed to be attached after the tube set has been advanced. The exchange sheath not being attached to the clip applier and the presence of blood in the device indicates the device was deployed out of sequence; step # 2 was completed before step # 1. During manufacturing, devices are sealed inside a tray, then sealed inside the pouch and placed in a box of 10 devices. Each of the sealed devices is inspected 3 times before shipping. Because the device was returned outside both the tray and pouch and with blood present in the distal end of the device, the report of the device being partially deployed in the tray but outside the pouch could not be confirmed. Also, it could not be determined how the blood was introduced into the device outside of pt interaction. Based on the investigation findings, the most probable root cause for the partial deployment is due to incorrect technique/procedures. No manufacturing or quality inspection issues were detected. A review of the history record for this device did not produce any finding relevant to this report.

Event description:
Device issue: partially deployed. Time of device issue: before vessel closure. Symptoms/ae: none. It was reported that after the pouch was opened, it was noticed that the starclose se was "partially deployed." It is unk what part of the device is partially deployed. Although pt age and gender were provided and the returned device eval found blood on the device, the report source indicated there was no pt involvement. Though requested, no add'l info was available. This is being conservatively reported due to the potential that hemostasis was not achieved.